Event description:
It was reported that when using the pyxis medstation es system, it had a cubie failure. Unable to open. The customer reported that an issue occurred when dispensing medications and was able to get them from another station, causing a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a voltage and row board band had a tear in it and a missing magnet strip. The field service engineer reseated the drawer board and control board and later installed a magnet strip to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.